Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment:this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/mal-positioned essure device'), embedded device ('the essure spring was deeply imbeded in the myometrium') and uterine inflammation ('chronic inflammation in this area from the mal-positioned essure device') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension exacerbated on (B)(6) 2008, gravida ii (supervision of normal first pregnancy ((B)(6) 2007 - noted, (B)(6) 2007 - resolved) and supervision of other normal pregnancy ((B)(6) 2008 - noted, (B)(6) 2009 - resolved)), parity 2, preterm labor, device migration, pelvic pain female, pelvic adhesions, abdominal adhesions, chronic cervicitis and leiomyoma nos. Patient stated she was on other bp medications but not sure of the names. Previously administered products included for alternative contraception method used after insertion: micronor 28; for an unreported indication: motrin, methyldopa, ambien and serax. Concurrent conditions included non-smoker. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, embedded device (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, embedded device, uterine inflammation, fatigue and headache outcome was unknown. The reporter considered device dislocation, embedded device, fatigue, headache and uterine inflammation to be related to essure. The reporter commented: during essure insertion procedure both ostia were visualized. Both coils are visualized and noted to be in place following the procedure. Hemostatis is secure. No uterine perforation is identified. The patient was instructed to use a condom for the 1st 12 weeks and to call the office to schedule a hysterosalpingogram (hsg). She understands that until the hsg is done there is still a chance of pregnancy. She should contact the office if she develops a fever >100.4, increased abdominal pain or nausea, or increased bleeding. Nothing per vagina for 2 weeks. Discrepancy noted for essure insertion date -(B)(6) 2009 discrepancy noted for essure removal date- (B)(6) 2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: results: negative.. Hysterosalpingogram - on (B)(6) 2009: -mechanical obstruction of the left fallopian tube with an essure coil. -patent right fallopian tube. -a single essure coil is seen along the superior margin of the endocervical canal. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : the essure spring was deeply imbeded in the myometrium, uterine inflammation. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-dec-2020: mr received: events: 'the essure spring was deeply imbeded in the myometrium', uterine inflammation, medical history, lab data, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/mal-positioned essure device'), embedded device ('the essure spring was deeply imbeded in the myometrium') and uterine inflammation ('chronic inflammation in this area from the mal-positioned essure device') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension exacerbated on (B)(6) 2008, gravida ii (supervision of normal first pregnancy ((B)(6) 2007 - noted, (B)(6) 2007 - resolved) and supervision of other normal pregnancy ((B)(6) 2008 - noted, (B)(6) 2009 - resolved)), parity 2, preterm labor, device migration, pelvic pain female, pelvic adhesions, abdominal adhesions, chronic cervicitis and leiomyoma nos. Patient stated she was on other bp medications but not sure of the names. Previously administered products included for alternative contraception method used after insertion: micronor 28; for an unreported indication: motrin, methyldopa, ambien and serax. Concurrent conditions included non-smoker. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, embedded device (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, embedded device, uterine inflammation, fatigue and headache outcome was unknown. The reporter considered device dislocation, embedded device, fatigue, headache and uterine inflammation to be related to essure. The reporter commented: during essure insertion procedure both ostia were visualized. Both coils are visualized and noted to be in place following the procedure. Hemostatis is secure. No uterine perforation is identified. The patient was instructed to use a condom for the 1st 12 weeks and to call the office to schedule a hysterosalpingogram (hsg). She understands that until the hsg is done there is still a chance of pregnancy. She should contact the office if she develops a fever >100.4, increased abdominal pain or nausea, or increased bleeding. Nothing per vagina for 2 weeks. Discrepancy noted for essure insertion date -(B)(6) 2009. Discrepancy noted for essure removal date- (B)(6) 2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: results: negative. Hysterosalpingogram - on (B)(6) 2009: -mechanical obstruction of the left fallopian tube with an essure coil. Patent right fallopian tube; a single essure coil is seen along the superior margin of the endocervical canal. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : the essure spring was deeply imbedded in the myometrium, uterine inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii (supervision of normal first pregnancy ((B)(6) 2007 - noted, (B)(6) 2007 - resolved) and supervision of other normal pregnancy ((B)(6) 2008 - noted, (B)(6) 2009 - resolved)), parity 2, preterm labor and hypertension exacerbated on (B)(6) 2008. Patient stated she was on other bp medications but not sure of the names. Previously administered products included for alternative contraception method used after insertion: micronor 28; for an unreported indication: motrin, methyldopa, ambien and serax. Concurrent conditions included non-smoker. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (she had surgery remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fatigue and headache outcome was unknown. The reporter considered device dislocation, fatigue and headache to be related to essure. The reporter commented: during essure insertion procedure both ostia were visualized. Both coils are visualized and noted to be in place following the procedure. Hemostatis is secure. No uterine perforation is identified. The patient was instructed to use a condom for the 1st 12 weeks and to call the office to schedule a hysterosalpingogram (hsg). She understands that until the hsg is done there is still a chance of pregnancy. She should contact the office if she develops a fever >100.4, increased abdominal pain or nausea, or increased bleeding. Nothing per vagina for 2 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: negative. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-oct-2017: legal claim received, lawyer added. Events deleted: device removed, device complication. Events added: migration, fatigue, headaches, abdominal pain, and pain. Essure was implanted on (B)(6) 2012 (previously reported as (B)(6) 2009). Essure removed on (B)(6) 2015. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).